Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm. Visual inspection of the lead found no anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing high and out of range pacing impedance. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.